Manufacturer narrative:
(B)(4).

Event description:
It was reported that via remote transmission, stored ECG revealed that the patient received inappropriate atp therapy for atrial tachycardia with rapid ventricular response. The device was reprogrammed and the patient is fine.